Event description:
During a lobectomy procedure, there was an abnormal sound like something broke when closed the closing lever. Another device was used to complete the case. There was no pt consequence.